Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported frayed/exposed wires and sparking on the power supply of the patient electronics system. The patient electronic system was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. During the investigation, visual inspection of returned material revealed damage to power supply showing frayed wire. No other discrepancies or discernible damage to the returned right-angle ext. Cable or power cord. A golden power supply was used for further testing and investigation. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g jacs modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. Customer reported that the power supply of the pes was sparking and had exposed/frayed wires ¿ confirmed. Root cause: defective cable.